Event description:
On (B)(6) 2019, an 18mm amplatzer pfo occluder was selected for implant. While deploying the device, the right disc remained convex. The device was recaptured and deployed but the issue persisted. The device was exchanged for a 25mm pfo and the procedure was successfully completed with no adverse patient consequences.

Manufacturer narrative:
The reported event of device deformation could not be confirmed. The investigation confirmed the device met visual and functional specifications when analyzed at abbott. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications at the time of commercialization. The cause of the reported incident could not be conclusively determined.